Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 6.7 cm abdominal aortic aneurysm. The aortic neck was 23 mm in diameter and 32 mm long. The distal aorta was 24 mm in diameter. The right iliacs were 15-16 mm in diameter, and the left iliac was 19-20 mm in diameter. The iliacs were severely tortuous. The femoral arteries were 13 mm in diameter bilaterally. It was reported that there was unintentional movement of the stent graft during deployment. No other issues were identified at implant. An aortic extension was successfully implanted to treat the patient. The device moved because of the angulated neck. There was evidence of stent graft kinking seen on imaging at two follow up appointments. No further information has been received. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received. It was reported that kinking was observed in the left graft limb at the origin of the left common iliac artery. An intervention has not been performed and the event is continuing.

Manufacturer narrative:
Results: improper component placement, kink, severely angulated neck, severely angulated neck. Conclusion: severely angulated neck, severely angulated neck.